Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The physician stated the graft locks did not provide hemostasis during the implant of the impella 5.5. He had significant oozing from around the graft lock and stated this is a change from the past and asked if the locks had been changed. No patient harm has been reported.

Manufacturer narrative:
B5 updated with additional information. D6b explant date added. D6a implant date was inadvertently omitted on the initial manufacturer device report.

Event description:
The device was successfully explanted and the patient outcome was noted as survived.